Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced infection, recurrence, bleeding, and dyspareunia. It was reported that patient had a durasphere injection on (B)(6) 2001 by dr. (B)(6) due to intrinsic sphincter deficiency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 2/9/2016. It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.